Event description:
It was reported by the patient that their lead was "wired incorrectly." Information from the clinic indicates the right atrial (ra) lead had poor sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.